Manufacturer narrative:
The sample is not available for return. The investigation is currently in progress. A follow-up report will be submitted upon investigation completion.

Event description:
Reporter indicated "still having issues with cracked hubs and/or breaking at the purple piece." New PICC was placed for completion of prescribed therapy. Sample not available for return.

Manufacturer narrative:
Additional information provided in h.6. And h.11. A review of the DHR and inspection records was conducted, and no similar concerns were found. According to the customer, there was no sample available for review. Additionally, there was no visual evidence provided to support the alleged complaint. Without such evidence, this complaint could not be confirmed. According to the customer, there was no sample available for review. Additionally, there was no visual evidence provided to support the alleged complaint. Without such evidence, this complaint could not be confirmed and determining a definite root cause and corrective action is not possible.